Manufacturer narrative:
B5 describe event or problem - updated. B6 relevant tests/laboratory data - updated.

Event description:
Reprise IV study it was reported that thrombosis occurred. The patient was enrolled into the reprise IV study in (B)(6) 2020 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 300mg clopidogrel was given the day before the index procedure. A loading dose of 324 mg of aspirin was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. One day post index procedure, the patient was discharged on aspirin. In (B)(6) 2021, 357 days post index procedure, a computed tomography (CT) scan and echocardiogram revealed hypoattenuating leaflet thickening (halt). The patient was on aspirin and other anticoagulant at the time of the event, and medication was adjusted to treat the event. At the time of reporting, the event was considered recovering. It was further reported that 357 days post index procedure, the patient was started on eliquis while aspirin was continued, in response to the event. The patient was sent home with recommendations to follow-up in 2 days. Two days later, the patient presented for a repeat transthoracic echocardiogram. The event was considered recovering.

Event description:
(B)(6) study. It was reported that thrombosis occurred. The patient was enrolled into (B)(6) study in (B)(6) 2020 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 300mg clopidogrel was given the day before the index procedure. A loading dose of 324 mg of aspirin was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. One day post index procedure, the patient was discharged on aspirin. In (B)(6) 2021, 357 days post index procedure, a computed tomography (CT) scan and echocardiogram revealed hypoattenuating leaflet thickening (halt). The patient was on aspirin and other anticoagulant at the time of the event, and medication was adjusted to treat the event. At the time of reporting, the event was considered recovering.

Event description:
Reprise IV study. It was reported that thrombosis occurred. The patient was enrolled into the reprise IV study in (B)(6) 2020 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 300mg clopidogrel was given the day before the index procedure. A loading dose of 324 mg of aspirin was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. One day post index procedure, the patient was discharged on aspirin. In (B)(6) 2021, 357 days post index procedure, a computed tomography (CT) scan and echocardiogram revealed hypoattenuating leaflet thickening (halt). The patient was on aspirin and other anticoagulant at the time of the event, and medication was adjusted to treat the event. At the time of reporting, the event was considered recovering.